Event description:
It was reported that at a checkup about one week post-implant, there was undefined high bipolar impedance. It was discovered that the atrial lead pin had slipped back. The lead pin was reinserted into the header, and the device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2002. (B)(4).